Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device evaluated by MFR: the field engineer tested the unit and could not reproduce errors. The unit passed all tests and operated within the manufactures specifications. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on january 2nd, 2022, a brevera procedure was performed and an error was received a noise was coming from the driver, treatment was not able to be completed and had to be rescheduled. The error occurred first when the physician tested the needle but then when retested it completed the check fine with no errors. It happened when the physician went to take the first specimen. No additional information is available.